Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges they had an incident with a needle tip breaking off inside the breast during a breast biopsy. The device was successfully retrieved. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.